Event description:
The article, "reoperation for acquired discrete subaortic membrane and multivalvular dysfunction after mitral valve replacement", was reviewed. The article presented a case study of a 57-year-old female with severe mitral stenosis due to rheumatic heart disease and prior mitral commissurotomy. It was reported that on an unknown date in 2017, a 29mm masters mechanical mitral valve was chosen for implant. Post-procedurally, on an unknown date, the patient presented with complaints of chest pain, shortness of breath, and pitting edema in the lower extremities. Transesophageal echocardiography (tee) revealed severe tricuspid valve insufficiency and pulmonary hypertension. Color doppler imaging showed moderate to severe aortic regurgitation. A paravalvular leak and mild mitral insufficiency was detected with the 29mm masters valve with a non-obstructive pannus on the left ventricular side. A decision was made to surgically debride the pannus and repair the paravalvular leak using pledgeted sutures. Aortic valve replacement was performed with a 19mm regent mechanical aortic valve and concomitant tricuspid valve replacement was performed with an off-label 33mm epic valve. Patient was successfully weaned off of cardiopulmonary bypass and routine 6-month follow-up revealed no functional abnormalities of the heart valves. [The primary and corresponding author was nöfel ahmet binicier, department of cardiovasculary surgery, university of health sciences, bursa city hospital , bursa, turkey, with corresponding email: dr.n.a.b@hotmail.com].

Manufacturer narrative:
B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: reoperation for acquired discrete subaortic membrane and multivalvular dysfunction after mitral valve replacement. As reported in a research article, reoperation for acquired discrete subaortic membrane and multivalvular dysfunction after mitral valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.